Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. No damage was found on the electronics.

Event description:
It was stated that the insulin pump had a blank display and moisture damage. Troubleshooting was performed, but the display remained blank. Nothing further was reported.